Manufacturer narrative:
The suspect device lot number and manufacture date is dependent on the return of device to manufacturer.no parts or files have been received by the manufacturer for evaluation.

Event description:
A clinical coordinator reported intermittent tracking with the straight and curved suctions during a functional endoscopic sinus surgery (fess) procedure. A medtronic representative trouble-shooting with the site, recommended moving the emitter which allowed them to verify both instruments; however, tracking remained intermittent. It was reported there was no metal in the field, any IV tree or cell phones near the patient's head. The surgeon opted to continue use of the fusion navigation system to complete the ent procedure. There was no negative impact on patient outcome reported.

Manufacturer narrative:
Device serial number and manufacture date now provided. The suspect em field generator was connected to a test system for 24 hours with no issues observed. Simulated navigation was conducted with the emitter, it was able to track thru the entire volume with all tabs in green status. Green status was observed during entire test time. The field generator passed the pegboard accuracy test. Flexing the cable did not indicate any intermittent opens. Em field generator found fully functional, unable to confirm complaint.